Event description:
It was reported to boston scientific corporation that a naviflex delivery system was to be used to implant a stent in the pancreatic duct to treat chronic pancreatitis during an endoscopic retrograde cholangiopancreatography (ercp) (B)(6) 2025. During the procedure, the proximal tip of the inner sheath retracted smoothly without resistance. However, the distal tip of the stent did not move under fluoroscopy. Reportedly, during release the inner sheath got detached. Therefore, it was grasped with forceps, and the procedure was completed. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Blocl h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf device code f2301 captures the reportable event of the additional device required (graspers) to remove the detached guide catheter. Block h11: a naviflex rx delivery system was returned for analysis. Visual examination of the returned device revealed that the guide catheter was kinked in some areas and detached from the delivery system. Additionally, the push catheter and pull wire were bent. Destructive testing was performed, and the hypotube was not observed, it had been detached. Product analysis confirmed the reported event of catheter guide break. The investigation determined that the reported event and the observed damages were most likely attributable to the physician's technique or manipulation, causing the guide catheter to become kinked. Consequently, the user applied more force to pull the wire. As a result, since the guide catheter was already kinked, additional pressure caused the hypotube to break and detach. This prevented the connection between the guide catheter and delivery system from being maintained. This excessive force also resulted in the pull wire and push catheter from being bent. Based on all the available information, the investigation selected that the most probable cause is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf device code f2301 captures the reportable event of the additional device required (graspers) to remove the detached guide catheter.

Event description:
It was reported to boston scientific corporation that a naviflex delivery system was to be used to implant a stent in the pancreatic duct to treat chronic pancreatitis during an endoscopic retrograde cholangiopancreatography (ercp) (B)(6) 2025. During the procedure, the proximal tip of the inner sheath retracted smoothly without resistance. However, the distal tip of the stent did not move under fluoroscopy. Reportedly, during release the inner sheath got detached. Therefore, it was grasped with forceps, and the procedure was completed. There was no patient complications reported as a result of this event.